Manufacturer narrative:
Follow-up #1 date of submission 07/17/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings:a visual inspection revealed moisture behind the display lens. There were no audible or vibratory sounds due to moisture issue. The display screen remained blank and did not go to the verify screen. Pump data was unable to be downloaded. The pump failed the leak test due to crack between the upper right corner of the display lens and the case seal. The pump cover was removed; internal moisture found inside pump. Investigation was unable to be completed due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was blank after the patient went swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.